Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
Remove b5 and h10 additional manufacturer narrative on follow-up 1.remove b5 and h10 additional manufacturer narrative on follow-up 1.